Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) levels after a morning supply change using a contact detach 23" infusion set. The user noted difficulty inserting the previous site, possibly into scar tissue. The agent guided the user through another supply change with a new vial of insulin, after which insulin delivery resumed successfully. Follow-up showed bg decreased to 349 mg/dl. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through a full supply change and hydration. The user's reported symptoms during the event included excessive thirst and dry mouth. No medical intervention was reported at the time of call.